Event description:
It was reported that patient presented in clinic during follow up after receiving inappropriate hv therapy due to double counting of r waves on the ventricular channel. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
Initial reporter: company representative.